Event description:
Pt fell at home sustaining fracture of right hip. Initial or on 1/19/95: right total hip arthroplasty on 1/23 while being turned sustained dislocation of prosthesis. To or for closed reduction. On 1/26 prosthesis again dislocated; to or for closed reduction. On 1/28 prosthesis again dislocated. Md noted, "think the acetabular component has slipped". On 1/29 to or for revision total hip. Md not: "acetabulum loose and mal-rooted." Repositioned and secured with screw.